Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. Visual inspection revealed corrosion in the battery compartment and on the battery cap. The battery cap threads were found to be intact. There was evidence of moisture in the battery compartment, but when tested the pump did not leak at the battery compartment. The pump was exercised for 29 hours with no delivery issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report the pump had powered off and there was corrosion seen in the battery compartment. The patient noted there was no damage to the pump and the battery cap was secure. Troubleshooting found the patient had not replaced the battery cap as recommended by the manufacturer. On the morning of (B)(6) 2012 the patient obtained a blood glucose reading of 250 mg/dl and tested positive for ketones. The patient corrected his blood glucose level with an insulin injection via a syringe. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump power issue/corrosion issue occurred, therefore this complaint is being reported.